Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a spike with clearlink set in which the clearlink valve is blocked. According to the report, when the nurse tried to inject a solution though the valve into a bag using a luer lock syringe, there was a resistance and the valve seems to be closed. The condition was reported to have occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation on (B)(4) 2010. A companion sample was submitted for evaluation. The sample was functionally tested using a luer locking syringe; however, no blockages or abnormalities were observed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Since the condition could not be confirmed, the root cause of this condition could not be identified.